Event description:
It was reported that the patient received 18 shocks when her lead fractured. It was further reported that the patient received several inappropriate shocks following significant manipulation of the device pocket during routine mammography. Varying impedances were noted, along with noise, oversensing, and lead fracture was confirmed via x-ray. The fracture occurred in the pace/sense portion just proximal to the trifurcation. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.